Event description:
It was reported that the delivered oxygen concentration was different than set value. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by third-party service provider. According to received information, replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device logs were not provided for further analysis. Since the replaced part was not returned for investigation, the root cause of the reported issue has not been conclusively determined, but the o2 gas module was most likely contributing to the event.